Event description:
This event was previously reported to olympus america. Sigmoidoscope inserted into patient's rectum for procedure. Pt reported that the scope was hot. Scope was withdrawn. Physician verified through touch that the scope was hot. Sent to repair vendor for eval.